Event description:
It was reported the epg (external pulse generator) has a damaged screen. The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) lens is broken. Upper and lower cases, ring cover, two side bail covers, battery drawer, and lead flex cover are broken. Battery release, heart block, and heart wire contacts are contaminated. Ring and two side bails are missing. Lcd is out of specification (segments missing). Battery drawer o-ring is missing. Main printed circuit board and battery flex are contaminated.